Event description:
The pt is pursuing a product liability claim arising out of the use of durom/ldh system. It was reported the patient was implanted a durom acetabular component 56/50 code p on the left side on (B)(6) 2006. A revision surgery has been performed on (B)(6) 2013, due to unk reason.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot number were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the (B)(4) as required. The durom cup reported in this case is no marketed in the USA. A similar cup, compatable with the metasul ldh femoral head, is cleared in the USA and a corrective actino for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).